Event description:
It was reported the handpiece will not stop running. There was no patient involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the motor assembly, which was replaced along with the rotor bearing, sag head, and other components. Service repaired and returned the device to the customer.